Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was found out to be dislodged. Dislodgement was found out thru fluoroscopy. Additional information obtained from the field which indicated that there was clinical observation known as of this time. The lead was repositioned. No additional adverse patient effects were reported.